Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: four photos were provided for evaluation. They all show an imperfection on the plunger rod, below the thumb press, and one of the ribs. These imperfections do not affect the function and it is acceptable. However, a broken or damaged plunger rod is likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could cause the plunger rod to break and/or be damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: the root cause is undetermined .these imperfections of syringe does not affect the function of the syringe and it's acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use it was discovered that the device was deformed with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: during mfg process at (B)(4), deformed product was confirmed.